Event description:
Bard powerpicc, when rn was removing the dilator during her PICC procedure she noted having some resistance, as she pulled the dilator out rn noticed that the dilator had folded back on itself causing a ripple in the dilator. No harm caused to pt. FDA safety report ID # (B)(4).